Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump about 15 minutes ago. Customer's blood glucose was 225 mg/dl at the time of the incident. Customer also received a motor position encoder error alarm. Customer received the motor error alarm during a basal delivery. Customer stated that she dropped the pump a couple of weeks ago when she was changing her set. Customer stated there was no damage or unusual activity. Customer stated that she uses the sensor feature on the pump. It was explained that a false motor error may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. Customer stated that she was able to complete the rewind sequence. The customer was advised that the insulin pump will need to be replaced and to revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.